Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 22mm non-medtronic balloon. The valve was successfully loaded into the delivery catheter system (dcs) and was deployed. Under expansion of the valve frame was observed and the valve was recaptured. A second pre-implant dilatation was performed with a larger 23mm balloon. Better expansion of the valve was noted; however, the position was too high. The valve was recaptured. Under expansion of the valve was observed again. The dcs was withdrawn from the patient and inspection of the device showed an infold of the valve. Per the physician, the calcified aortic valve with a calcification score of 6000 contributed to the infold. The dcs and valve were replaced and the second valve was implanted in good position with mild-moderate paravalvular leak (pvl) noted. A post-implant dilatation was performed with a 25mm balloon with "good results" for pvl. The annulus size was 26-30mm. No adverse patient effects were reported.